Manufacturer narrative:
It was reported that after a bunion surgery on (B)(6) 2020, all hardware was removed in a revision surgery on (B)(6) 2020 due to over-correction of the bunion. The device was not returned to the manufacturer for evaluation. The device history records for all devices intended to be implanted (sk12, sk19) were reviewed (1405-1408, 1405-1409, 1405-4065, 1405-1406 and 1405-1095) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Additional information indicates the explanting surgeon stated the implanted hardware was "placed incorrectly", a portion of the compression screw was "in the cuneiform joint", and a ligament at the mtp joint was either "cut or torn". Upon removal, it was confirmed there was no fault with any of the tmc hardware nor was it a determining factor for performing the revision surgery as initial placement was the issue. The patient was revised with tmc hardware and her husband reported the patient's foot feels better and has improved mobility compared to before. The company will supplement this MDR as necessary and appropriate. The sk19 was reported in MDR #3011623994-2020-00021.

Event description:
It was reported that after a bunion surgery on (B)(6) 2020, all hardware was removed in a revision surgery on (B)(6) 2020 due to over-correction of the bunion. Upon removal, no failure was found in any of the hardware and the site was revised with tmc device(s). There was no other report of any patient impact or injury as a result of this event.